Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the patient stated she starting having more incontinence episodes and urinary urgency around (B)(6) 2016. The patient was seen at the healthcare professional (hcp) office around (B)(6), where reprogramming was attempted. The rep stated the hcp office impedances were checked and found to be within normal limits. The rep noted all 7 standard programs were turned on and one after other turned up to 8.5 without out the patient experiencing stimulation. Each of the programs was turned back to 0. The office tech then used the case/battery as positive and 0 negative, and the patient felt rectal stimulation at 0.4 volts. The patient was also complaining of interstim ¿flipping under the skin¿. The hcp was planning a revision on (B)(6)2017. The patient continued to experience an increase in incontinence episodes and urinary urgency frequency. It rep noted the patient had frequent falls that may have led or contributed to the issue. The rep noted impedance check and reprogramming was done for trouble shooting and diagnostics. The rep noted the issue was not resolved at the time of the report. The rep noted surgical intervention was planned for (B)(6) 2017. The patient was implanted for urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 3889-28, lot# va16ur2, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. Analysis of the ins (serial# (B)(4)) found no anomalies. Analysis of the lead (lot# va16ur2) found the lead body outer insulation was twisted , the lead body conductor's #2 and # 3 were broken 6.8 cm from the distal end, a function test showed that conductor #0 was 83.7 ohms, #1 was 83.5 ohms, #2 was open and #3 was open with no shorts, and abnormal impedances were measured on circuits and electrode pair for #2 and #3. Conclusion code applies to the ins and fdc applies to the lead. Result codes apply to the ins and fdr's apply to the lead.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va16ur2, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had a full replacement on (B)(6) 2017. It was noted when the internal pulse generator (ipg) site was opened, the ipg had been flipping and the lead was pulled back from the foramina. It was also reported that when impedances were checked pre-operation, some were <(><<)>50. Impedance measurements of electrode pairs were: c <(>&<)> 0 = 395, c <(>&<)> 1 = 363, c <(>&<)> 2 = 357, c <(>&<)> 3 = 363, 0 <(>&<)> 1 = 64, 0 <(>&<)> 2 = 63, 0 <(>&<)> 3 = 66, 1 <(>&<)> 2 <(><<)>50, 1 <(>&<)> 3 <(><<)>50, 2 <(>&<)> 3 <(><<)>50. It was noted that after the replacement, the patient was feeling stimulation vaginally.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.